Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: why did the patient need a 2nd revision? A surgical revision took place on (B)(6) following a wall abscess with a second release of the aponeurotomy. Was the same suture jv525 used in the 1st revision? Yes on what tissue was the suture used? Thread used for eventration following cesarean section (exteriorization of adipose tissue on pushing effort). What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous (loosening at the center of the fascial suture). How was the suture tied (square knot or multiple knots one end)? Corner point. What tissue dehisced? Adipose tissue. Were there any patient stress factors that precipitated the event of suture breakage post op? No. Please describe any surgical intervention required for the wound dehiscence including date and findings. Surgical intervention on (B)(6) for external adipose tissue on pushing effort. The (B)(6) the scanner reveals cesarean section stigma with hydroaeric formation in the course of organization mainly developed in the subcutaneous soft tissues (spread over approximately 140 mm x 20 mm x 40 mm) with the presence of a small intra-abdominal collection located on the deep slope of the white line so surgical resumption for washing of the wall and the placement of a blade for washing during which it is observed a disunity at the center of the aponeurorrhaphy so reopening of the plane of the aponeurosis. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? No symptoms. Eventration 5 days after cesarean section. Other relevant patient history/concomitant medications? Severe idiopathic bilateral proximal pulmonary embolism complicated by sca in september 2022. Administration of preventive anticoagulation during pregnancy. A possible wound healing disorder is suggested for this patient. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk - patient with possible wound healing disorder. What is the patient's current status? Patient returned home. Lot number? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why did the patient need a 2nd revision? Was the same suture jv525 used in the 1st revision? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a surgical revision after eventration on (B)(6) 2025 and suture was used. Second surgical revision on (B)(6) 2025 for wall abscess with second dehiscence of the aponeurosis. Additional information was requested.